Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 7 events were reported for this quarter. Product return status: 5 devices were received for evaluation. 1 device was available for evaluation but has not yet been received. 1 device was not available to stryker for evaluation. Evaluation status: 1 event was confirmed during testing. 1 device was found to be affected by compromised lubrication. 1 event was not confirmed during testing; however, the device was found to be affected by corrosion. 2 events were not confirmed during testing; the devices were found to be within specifications. 1 device evaluation is in progress. Additional information: 7 devices are not labeled for single-use. 7 devices were not reprocessed and reused.

Event description:
This report summarizes malfunction events in which the device reportedly overheated. 6 events had no patient involvement; no patient impact. 1 event had the patient receive a first-degree burn.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device reportedly overheated. 6 events had no patient involvement; no patient impact. 1 event had the patient receive a first-degree burn.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 7 total events were initially reported. 2 previously reported events are included in this follow-up record. Product return status 2 devices were received.   Evaluation status 2 reported events were not confirmed during testing; however: - 2 devices were found to be affected by corroded bearings. Additional information 7 devices were not labeled for single-use. 7 devices were not reprocessed and reused.